Event description:
It was reported to philips that the device was not passing the operational check due to shock equipment malfunction. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse) and confirmed that the device the not passing the operational check. Upon conclusion of the evaluation, the customer is deciding to take responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The therapy board (B)(4) and/or the capacitor (B)(4) may need to be replaced.

Event description:
It was reported to philips that the device was not passing the operational check due to shock equipment malfunction. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse) and confirmed that the device the not passing the operational check. Upon conclusion of the evaluation, the customer is deciding to take responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The therapy board (B)(4) and/or the capacitor (B)(4) may need to be replaced.